Event description:
It was reported that (2) devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the 355l gaskets are torn. There was no consequence to the pt.